Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) stopped after performing few minutes of compressions" was confirmed based on the archive data review, but not during the functional testing. Observed multiple user advisory (ua) 41 (patient temperature sensor failure) error messages and ua11 (max patient temperature exceeded) error message on the archive data, which caused the platform to stop compressions. The reported complaint of "the right side of the lifeband became twisted, tight and the user was unable to pull up the lifeband to reset" was not confirmed during the functional testing. The lifeband used during the patient event were not returned for evaluation. Since the lifeband was not returned, an investigation could not be performed and a root cause could not be determined. Unable to reproduce the customer reported complaint during the functional testing using good known lifeband. The probable root cause for the twisted and tightened lifeband could be due to a creased lifeband, or the lifeband outer fabric layer was jammed at the roller/skirt areas. The reported complaint of "the user noticed loose screw on the bottom enclosure" was confirmed during the visual inspection. Noticed one loose load plate screw and the screw was re-torqued to address the reported issue. Upon visual inspection, unrelated to the reported complaint, noticed a damage on the front enclosure, likely due to user mishandling. The front enclosure was replaced to address the damage. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform passed the functional test using normal sized manikin and large resuscitation test fixture (lrtf) in 30:2 & continuous compression mode without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Upon further testing, unrelated to the reported complaint, noticed that the drive shaft was difficult to rotate. In addition, noticed worn out white belt clip retention disc. The clutch plate was deburred and the white belt clip retention disc was replaced to address the observed issues. The probable root cause could be due to normal wear and tear. The autopulse platform was manufactured in 2016 and is more than 4 years old. The archive data review showed that the autopulse platform performed one session of 350 compressions and stopped due to ua11 and then followed by multiple ua41 on the reported event date. The archive data showed high patient surface temperature due to intermittent functioning of the temperature sensor. The temperature sensor needs to be replaced to address the ua41 and ua11 error messages. Upon service completion, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) stopped after performing few minutes of compressions. The right side of the lifeband became twisted, tight and the user was unable to pull up the lifeband to reset. In addition, the user noticed loose screw on the bottom enclosure. No further information was provided. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped after performing few minutes of compressions. The right side of the lifeband became twisted, tight and the user was unable to pull up the lifeband to reset. In addition, the user noticed loose screw on the bottom enclosure. No further information was provided. No consequences or impact to patient.